Event description:
The customer reported that the system was down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a cable. The system operates as intended.